Event description:
When did it occur? During preparation for use. Needle injury: no. Other treatment: no. Were the returned items used? No. If used, was anything adhered to it? If yes, please comment freely. Returned quantity: (B)(4). Details of the event (timeline, history, etc.): when seal sticker was peeled off, the safety function operated and it was impossible to attach it to the pen. Batch #: 4347040.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. As the returned sample was already opened, root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.